Event description:
Litigation papers allege left hip pain and elevated cobalt levels in his blood. On (B)(6) 2011 a blood sample revealed cobalt levels of 8.5ug/l. On (B)(6) 2011 blood levels of cobalt remained elevated at 7.7ug/l. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain when hip would sublux.

Event description:
Litigation papers allege left hip pain and elevated cobalt levels in his blood.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of subluxation or dislocation against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. . The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.